Manufacturer narrative:
The lot number for the devices were not provided and a lot history review could not be performed. The samples were not returned to the manufacturer for inspection/evaluation. The investigation was confirmed for filter tilt and retrieval difficulties. Based upon the available informations, the definitive root cause for this malfunctions were unknown. The devices were labeled for single use. (Method, results, conclusion).

Event description:
This report summarizes two malfunctions. A review of the reported informations indicated that model unknown vena cava filter allegedly experienced tilt and unable to retrieve. This information was received from various sources. The malfunctions involved patients with no known impact to the patient. Of the reported patients, one was male and one was female, who was (B)(6) years old and weighed (B)(6) lbs.